Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Caller reportedly received the following results on an performa meter, compared to a professional meter, within 10 minutes: 2.9 mmol/l (performa) and 11.0 mmol/l (doctor's meter). Strips are not available for return. No death or serious injury reported. Requested return of suspect device for evaluation.